Manufacturer narrative:
No product was returned for evaluation. Access site bleeding - major: clinical details noted that the surgical guidewire present in the femoral artery next to impella site and when repositioned, bleeding at impella site was observed. It was noted that angle matching and forward suturing were applied when impella was inserted. Multiple units of blood were given and manual pressure was in attempt to achieve hemostasis without success. As the clinical details noted that excessive bleeding but no vascular damage occurred, the failure mode was changed from "vascular damage - peripheral vessel" to "access site bleeding - major". The root cause of the access sure bleeding could not be definitively determined as pump was angle matched and forward sutured, blood was given, and manual pressure was held in attempt to resolve bleeding. Positioning issues: clinical details noted that when guidewire was being repositioned at impella access site, "impella in aorta" alarms were triggered and echo showed pump in aorta with pigtail across av and in aorta. The root cause of the positioning issues was most likely an interaction with other devices as the pump came out of position when repositioning of a guidewire at the access site based on clinical details.

Event description:
The user facility reported a 71-year-old female patient on an impella cp for support during a high-risk procedure. It was reported that during repositioning, the impella was inadvertently pulled back into the aorta. Pressor requirements were increased as a result of the issue. Attempts to readvance the pump were unsuccessful as a result of the patient's aortic stenosis. It was then noted that the impella site was hemorrhaging. The patient experienced mixed cardiogenic/hemorrhagic shocked. Manual pressure was held and over five units of blood were given to try to manage the condition. Hemostasis was not achieved. The patient was made dnr by the family. Vascular surgery was made aware of the arterial injury at the impella site, but the patient ultimately passed away due to the hemorrhagic event. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
No product was returned for evaluation. Access site bleeding - major: clinical details noted that the surgical guidewire present in the femoral artery next to impella site and when repositioned, bleeding at impella site was observed. It was noted that angle matching and forward suturing were applied when impella was inserted. Multiple units of blood were given and manual pressure was in attempt to achieve hemostasis without success. As the clinical details noted that excessive bleeding but no vascular damage occurred, the failure mode was changed from "vascular damage - peripheral vessel" to "access site bleeding - major". The root cause of the access sure bleeding could not be definitively determined as pump was angle matched and forward sutured, blood was given, and manual pressure was held in attempt to resolve bleeding. Positioning issues: clinical details noted that when guidewire was being repositioned at impella access site, "impella in aorta" alarms were triggered and echo showed pump in aorta with pigtail across av and in aorta. The root cause of the positioning issues was most likely an interaction with other devices as the pump came out of position when repositioning of a guidewire at the access site based on clinical details.